Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had some discharge from the battery site. The patient was brought to the operating room and had both incisions flushed and cleaned of infection. The patient was also treated with antibiotics. The physician believed that the infection was procedure related and not device related. The patient is reportedly doing well.